Event description:
On assessment, rn noticed that blood was back flowing in cvp [central venous pressure] port of swan ganz. Line was flushed; subsequent leaking was noticed at the hub of the cvp port. Np [nurse practitioner] was notified and assessed line. Decision was made to remove swan ganz and refloat a new cath for hemodynamic monitoring.